Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown stryker knee was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the patient had right femur fracture and underwent intramedullary nailing, right femoral shaft fracture with subtrochanteric extension. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
This pi is for the right side femoral fracture on (B)(6) 2019. Procedure: the patient had right knee replacement outside cors scope. The had a revision for pji in (B)(6) 2019 only femur and liner exchanged. Patient underwent second revision arthroplasty for periprosthetic joint infection, both components exchanged on (B)(6) 2019. Patient had right femur fracture and underwent intramedullary nailing, right femoral shaft fracture with subtrochanteric extension on (B)(6) 2019.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the right side femoral fracture on (B)(6) 2019. Procedure: the patient had right knee replacement outside cors scope. The had a revision for pji in (B)(6) 2019 only femur and liner exchanged. Patient underwent second revision arthroplasty for periprosthetic joint infection, both components exchanged (B)(6) 2019. Patient had right femur fracture and underwent intramedullary nailing, right femoral shaft fracture with subtrochanteric extension (B)(6) 2019.